Event description:
Information received from the field notes that the patient was in the hospital for dialysis treatment and was taken to the pacemaker clinic within the hospital. Interrogation revealed dashes (---) for parameters and measured battery data of 2.33v, 8ua, <1 kohms. The device was pacing at 70 ppm, 4.5v. Attempts to reset the microprocessor and perform a software download were unsuccessful. Therefore, the device was replaced.